Event description:
It was reported that the emg tube gave false negative readings. The emg tube was repositioned with no improvement. There was no report of patient impact or injury.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The product was returned to the manufacturer and was evaluated by a quality engineer. The sample was received with inner pouch label identifying sample as item 8229507 nim contact endotracheal tube 7.0mm from lot 0206232971. The sample appeared used, with bio-debris observed on the cuffs and electrodes. Resistance readings were taken with a fluke 21 multimeter, asset #1153-j, cal due date july 2013. Readings were taken as per drawing 66f1325 rev.c, note "resistance of each lead to be between 1.7 and 3.7 ohms." Blue leads measured 2.9" and 3.0", red leads measured 3.0" and 3.0". These readings meet specification per drawing. A cuff water test was performed as per xpi-s 8229505 emg tube, reinforced, single channel rev z, section 12.21.1: "inflate cuff with a minimum of 20 cc of air using syringe. Submerge inflated cuff in clean, deionized water. Air bubbles shall not leak from any area of the unit. Visual, functional, 100%." The cuff was inflated and submerged, and no bubbles were visible. The complaint is unconfirmed and could not be duplicated.